Event description:
Dealer states that the right side half rail comes down when end user applies pressure on it. Advised dealer to call back in with serial number to bed, order number or delivery ticket so warranty return and replacement can be issued.